Manufacturer narrative:
The rse remotely evaluated the device and determined that the reported issue could not be reproduced. The device passed the operational check without any problems. The customer was advised to monitor the device for a week, perform operational tests, and check if the error reoccurs. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and testing conducted, there was no device malfunction.

Event description:
Philips received a complaint on the defibrillator indicating that the device had hardware error 1:17. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter and reporting institution: (B)(6). A follow up report will be submitted upon completion of the investigation.